Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had a high, open impedance on their tined lead. Troubleshooting attempts were made by switching programs to clear the red light on the remote control. The patient had an x-ray, and it showed the lead was likely fractured. The patient underwent surgery to revise their tined lead. The patient fell a few months prior to this event which may have contributed to the fracture of the lead. The patient is reportedly "doing great" and their symptoms have been relieved.